Event description:
It was reported that during preparation for use, the uretero-reindeer videoscope¿ a-rubber (bending section cover) has truncation (peeling). The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h4, and h6. The device was returned to olympus for inspection, and the customer's complaint of the bending section cover peeling was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that the event was caused by physical stress that was applied to the subject device. Damage to the insertion section and a leak from the damaged section were confirmed, as was the signature of physical stress on the device. Olympus will continue to monitor field performance for this device.